Event description:
Nellcor received a report that a end user experienced difficulty passing a suction catheter through a msctp custom tracheostomy tube after two weeks of use. The caller reported that the tube appeared to have a kink or bend in the tube. There was no pt harm reported.

Manufacturer narrative:
The sample associated to this report has not been returned for evaluation.